Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The local area field representative reported that a replacement procedure has been scheduled but the patient requested a competitive replacement. According to the field representative it is unlikely that the hospital who will be facilitating the change out will provide any further details. As of today all available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) came to the emergency room after hearing tones being emitted from the device. Upon interrogation a warning message/fault code was present indicating "voltage too low for remaining projected longevity." A copy of the device's memory was preserved and submitted for analysis which confirmed repeated declaration of the fault. Technical services advised device replacement. No adverse patient effects reported.